Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was found to be operational.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the register task and delayed the surgery by less than one hour. It was reported that during a case, the surgeon registered the patient and received a 2.5 error metric but was unable to advance to the verify registration task. The site attempted to do this through the hamburger menu, the arrows in the lower right corner, and the arrows on the non-invasive patient tracker, but none of these methods worked. The system was then rebooted and the surgeon re-registered and was able to proceed. The surgery was completed with navigation and there was no impact on patient outcome.